Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "patient was seen in clinic at 6-week post-op follow-up. It was noted that one of the distal cross-lock screws had loosened and partially backed out. The remainder of the fracture was healing well with good callus. The loose screw was removed with no complications."